Manufacturer narrative:
Unable to perform displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test due to detached end cap.

Event description:
It was reported that the insulin pump had cracked at case. The customer's blood glucose level was unknown. The insulin pump will be returned for analysis.